Event description:
It was reported that a balloon rupture occurred. On an unspecified date, a non-boston scientific stent was implanted. In (B)(6) 2023, in stent restenosis was noted in the 90% stenosed target lesion located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 8 atmospheres for 10 seconds upon first inflation. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.